Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the endoscopes had image interference during procedure. No negative impact in state of health reported. Cross reference MDR: 1221826-2026-00424.